Manufacturer narrative:
3m is unable to verify the leak, identify exact location and root cause without the sample and leak location. Based on the problem description and photo provided, a likely cause is insufficient bond between the tubing and the spike. Possible causes include inserting and removing spike by holding the tubing instead of the spike, excessive pressure to the set, or manufacturing error. Complaint was reviewed with the manufacturing site for additional investigation and determination if follow up actions are required. Administration sets including spikes are 100% pressure decay tested during the manufacturing process. This continues to be a low trend in spike complaints for high flow sets. 3m will continue to monitor.

Event description:
It was reported that several weeks ago the spike separated from the tubing of 3m¿ ranger¿ blood/fluid warming high flow set. No injuries or medical interventions were required due to the alleged malfunction.